Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: review of the black box and alarm history revealed ¿cs088¿ alarm recorded on (B)(6) 2016. The returned battery cap was able to fit securely. The pump was exercised for 24 hours with no ¿cs088¿ alarm or any error, alarm or warning occurring. Investigation did not duplicate the ¿cs088¿ complaint. The pump was opened and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 088) issue. It was reported that the pump emitted a cs 088 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.